Event description:
It was reported to philips that the allura device would not start up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system and identified that system does not feed all the section. After reviewing log file, fse found there is a malfunction on disk (bay). Fse identified the issue was with ippc image memorization. Fse replaced the ippc and host pc and upgraded the system software. After replacement of host pc and ippc, the system was returned to use in good working order. The defective part was returned for analysis and the result shows the mpd control fails. The codes were updated based on the investigation outcome.